Manufacturer narrative:
Results: the ace68 was ovalized on its distal tip. Conclusions: evaluation of the returned device confirmed the ace68 was ovalized on its distal tip. This damage may have occurred due to forceful manipulation of the ace68 within tortuous patient anatomy or against difficult clot burden. It is likely that clot became stuck in the ovalization, and prevented further aspiration of blood and thrombus through the ace68. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician used the ace68 to attempt to manually aspirate the thrombus using a syringe. However, during the first pass, the physician did not see any blood being aspirated through the ace68 and therefore thought that the clot had been engaged. The physician then removed the ace68 in an attempt to remove the clot; however, the physician found that the distal tip of the ace68 was collapsed upon removal. The physician then removed the clot that was within the ace68 but decided to not reuse the ace68 and the procedure was completed using a new ace68. There was no report of an adverse effect to the patient.